Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer needed assistance with programming her insulin pump. Assisted customer with programming the insulin pump. The customer's blood glucose was 577 mg/dl. The customer treated herself with a manual injection. The customer stated that she had received the battery out limit alarm after a battery change. Troubleshooting was done. Explained this was normal insulin pump behavior. Advised to monitor the insulin pump. The customer also mentioned receiving an unexpected restart alarm. Advised to monitor the insulin pump and call back if the issue recurred. Nothing further reported.